Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident was likely related to a disturbance in cardiac rhythm during implant.

Event description:
During implant, the patient required two external defibrillations due to cardiac ectopy or the disturbance of cardiac rhythm which induced ventricular fibrillation. The rv lead was eventually placed into position with adequate electrical values. The patient was stable.